Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, olympus was unable to determine the cause, but it is assumed that the defective item is due to stress from use, external factors, or handling. However, the root cause of the complaint could not be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the coat of the image guide snake pipe is peeled off. There were no reports of patient involvement.